Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were unable to rewind the insulin pump. The customer stated the issue occurred towards the end of inserting their reservoir. Customer's blood glucose was 285 mg/dl. The customer also reported an open circle on their insulin pump. Customer was assisted with turning off the block feature on the insulin pump. Customer was able to rewind successfully at the end of the call. The insulin pump will not be returned for analysis.